Manufacturer narrative:
Results: the penumbra indigo system cat3 aspiration catheter (cat3) was kinked in multiple locations along the distal shaft. Conclusions: evaluation of the returned devices confirmed that the first cat3 was fractured and the second cat3 was kinked. The damage to the first cat3 typically occurs due to improper handling during removal from the packaging. If the device is forcefully removed from the packaging hoop while bending, it is likely that damage will occur. The damage to the second cat3 typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, it is likely that damage will occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number 3005168196-2015-01360.

Event description:
The patient was undergoing a below-the-knee (btk) thrombectomy procedure in the dorsalis pedis using an indigo system aspiration catheter 3 (cat3). During preparation for the procedure, the hospital staff noticed that the cat3 was broken upon removal from the packaging. The broken cat3 was found prior to use and was not used for the procedure. The physician continued the procedure with a new cat3; however, during the procedure the cat3 became kinked and was removed. It was further reported that the cat3 would not advance over a 0.014 guidewire. The procedure was completed by lysis (thrombolytic) therapy. There was no report of an adverse effect to the patient.